Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that around 05:00am, the patient´s husband called the emergencies as the patient had lost consciousness. When the paramedics arrived at the patient´s home, the patient was treated with intravenous glucose. When a fingerstick was taken, the cgm was reading 5.1 mmol/l and the blood glucose reading was 0.9 mmol/l. There was no documentation of further medical intervention. No further treatment was reported to be needed and the patient was not brought to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.